Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the first inflation at 8 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the lesion was subsequently dilated using a different 2.0 mm high-pressure balloon, followed by upsizing to 2.5 mm, after which the procedure was completed successfully. There were no patient complications as a result of this event.